Event description:
It was reported that (1) device was used during an anterior resection. It was reported by the affiliate that the cdh29 device was fired and the audible feedback was heard. The device was removed from the pt easily. The doughnuts were checked and were intact, and an air bubble test was done and leakage of the anastomosis was discovered around the staple line. Sutures were used to secure the anastomosis. Both the canadian product manager and sales rep were present during the case. They confirmed that microscopic bubbles were detected through the staple line. The procedure was also extended 1 hour.